Manufacturer narrative:
Recall # 2531779-03/24/2012-003-r.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation submitted 12/15/2012 follow-up # 2 - the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: no defect was found. Black box review shows no evidence of "load step malfunction" or any unusual prime alarms. Performed multiple "ez-prime" steps and the pump prime appropriately and successfully. The force sensor calibration reading is within specification. Opened the pump to investigate, no damage was found to the force sensor or on the power circuits. The oled and force sensor flex pins are intact with no evidence of dislodging.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reported stated during the load step, some of the insulin is pushed out through the tubing, leaving approximately 160 units in the cartridge. The reporter also stated that the pump was not giving a "no cartridge detected" warning when this happens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.